Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: when fired, the device locked on tissue. The surgeon fired another unit next to the stuck device and removed it by cutting the unit away.